Event description:
No additional information received material #: 309653; batch#: 4149893. It was reported by customer that the leur-lok tip of the syringe where the needle attaches is deformed. This prevents the leur-lok needle from properly attaching & creates an issue of leaking fluid when attempting to use the syringe. Verbatim: rcc received a complaint via email. Product: bd 50ml luer-lok syringe ref: 309653, lot: 4149893, exp: 05/31/2029, (B)(4). It appears the leur-lok tip of the syringe where the needle attaches is deformed. This prevents the leur-lok needle from properly attaching & creates an issue of leaking fluid when attempting to use the syringe.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the leur-lok tip of the syringe is deformed. To aid in the investigation, three samples with two opened packaging blisters and three photos were provided for evaluation by our quality team. A visual inspection was performed, and the syringe barrel luer is damaged. The three photos provided show the samples received. No other defects or imperfections were observed. This defect could occur if there was a jam during the assembly process. A device history record review was completed for provided material number 309653, lot 4149893. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Material #: 309653, batch#: 4149893. It was reported by customer that the leur-lok tip of the syringe where the needle attaches is deformed. This prevents the leur-lok needle from properly attaching & creates an issue of leaking fluid when attempting to use the syringe.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.